Event description:
Customer reported that when the alarm is on voice and tone and pressure is off the pad the alarm voice will sound for about 3 seconds and then the alarm will power off. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval, results: eval of the returned product found the alarm powers on but there is a delay of 10 seconds before the alarm sounds. When the alarm is set on voice and tone the alarm turns itself off. The voice message sounds like static. The hold led indicator is missing however when the hold feature is selected the alarm still sounds. The alarms is missing the warning label. (B)(4).